Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Caller performed air removal steps twice with same cartridge and experienced ongoing discrepancy, so technical support (cts) educated caller on correct air removal procedure. Cts guided caller through filling and loading new cartridge and issue was resolved.